Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Suspected cause was due to the pump over delivering insulin. Customer consumed carbohydrates to address bg. Tandem technical support verified that the pump was operating as intended. Customer acknowledged information. Recommendation was made to consult with a healthcare provider to discuss diabetes management.